Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review in-house testing was performed. In-house strip testing on strip lot 349906 meets criteria. The products performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. The use of expired strips was identified in the complaint. This may have contributed to the unexpected result observed by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending

Event description:
Report received from patient self tester of discrepant low nratio values. Patient's therapeutic range = 2.5 - 3.5. On (B)(6) inratio = 2.1; other poc = 3.9; inratio = 1.9. All tests performed within five hours. No reported adverse patient sequela.